Manufacturer narrative:
H3: one device was returned for repair in used condition. This device has not been in for service in the review period. Accuracy testing found that the device was underperforming, verifying primary complaint. The cause was an over spec expulsor. The expulsor was sanded down to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was under infusing. Per reporter, the event occurred during infusion. The patient reported that the volume infused should have been 2000 ml out of 2100 ml and stated 300-500 ml was remaining in the bag. The patient was sent a new pump. There was patient involvement and no patient harm/adverse event reported.